Event description:
A report was received that the pt was burned while charging her implant. No further information is available.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated, and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is a final report.